Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under rear therapy electrodes and a front ECG electrode. The area were described as broken skin and open wounds. The wounds were not weeping or oozing at that time. During a follow up, it was reported that the patient was being evaluated at a wound care clinic and that he was being treated with ampicillin. It was reported that the wounds were improving.